Event description:
The pt¿s mother reported there is a black spot in the display of the infusion device that interferes with viewing the basal and bolus amounts. The spot appeared 6 months ago and has grown. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained with in this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.